Event description:
It was reported that the zimmer skin graft mesher torn up the skin. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the MFR for evaluation and it was determined that the device was out of calibration, and the ratchet was galled and would not allow the gear to turn. Parts replaced included; damaged comb, gear, and the ratchet was repaired. The device was repaired, calibrated and returned to the customer. A review of service records indicate that the device was purchased in 2001, and had been returned to the MFR for repair or preventative maintenance two times with the last time in being feb of 2009. The zimmer skin graft mesher instruction manual states that "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance."